Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message signaling a condition occurred from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.